Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The alarm was resolved with a complete set change. Customer's blood glucose level was 456 mg/dl. The customer was going to treat her blood glucose level with 7 units of insulin. The device was not returned.